Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was used during a cystourethropexy with tape placement procedure performed on (B)(6) 2022 for the treatment of urinary incontinence. During the procedure, a "rupture" of the right arm of the mesh was noticed. The event occurred inside the patient but the material was completely removed. The procedure was completed with another obtryx ii system - halo device. There were no patient complications reported as a result of this event.